Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, customer was unable to monitor glucose via scan and experienced sweating and loss of consciousness. The customer was treated with glucagon by husband. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, customer was unable to monitor glucose via scan and experienced sweating and loss of consciousness. The customer was treated with glucagon by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Sensor has been reprogrammed and try to activate, sensor state went to state 6. Sensor was de-cased and replaced the batteries. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.